Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus, mr, ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid-section of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-aug-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.75x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion even with the support of a guidezilla guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.